Manufacturer narrative:
(B)(4)

Event description:
The customer reported to the philips response center (rc) that the etco2 port was pushed inside the device and would not stay plugged in. There was no report of patient involvement.